Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have an air detector that did not work. The pump was in good condition, no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative needed to replace the air detector.

Event description:
It was reported that there was an "air alarm." There was no patient involvement.